Event description:
It was reported that prior to starting a da vinci surgical procedure, the wires on the pk dissecting forceps instrument were broken and visibly loose. The instrument was not used on a patient. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Failure analysis also found damage to the insulation at the distal end of the main tube. Various areas of the surface of the main tube appeared to be scraped off and material was missing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunction were to recur.